Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator the circuit alarm does not ring, and the patient disconnect alarm takes too long to initiate. It was unknown how the issue was found. No patient or user harm reported. This investigation is ongoing.